Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation/migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("lower back pain"), dyspareunia ("painful intercourse"), endometriosis ("endometriosis") and menorrhagia ("menorrhagia"). The patient was treated with surgery (laparoscopic bilateral salpingectomy essure removal). Essure was removed on(B)(6)2019. At the time of the report, the perforation, abdominal pain, back pain, dyspareunia, endometriosis and menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, endometriosis, menorrhagia and perforation to be related to essure. The reporter commented: plaintiff underwent a laparoscopic bilateral salpingectomy essure removal, peritoneal biopsy, endometriosis fulgarization, and diagnostic hysteroscopy. Concerning the injuries reported in this case, the following ones were reported via pif: abdominal pain , dyspareunia, perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6)2020: pif received.new event menorrhagia was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("lower back pain"), dyspareunia ("painful intercourse") and endometriosis ("endometriosis"). The patient was treated with surgery (laparoscopic bilateral salpingectomy essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the perforation, abdominal pain, back pain, dyspareunia and endometriosis outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, endometriosis and perforation to be related to essure. The reporter commented: plaintiff underwent a laparoscopic bilateral salpingectomy essure removal, peritoneal biopsy, endometriosis fulgarization, and diagnostic hysteroscopy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: summons received. Events added: severe abdominal pain, lower back pain, painful intercourse, endometriosis. Reporters information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.